Event description:
It was reported that 2 bd cathena¿ safety IV catheters' safety mechanisms failed to activate during use. The following information was provided by the initial reporter: one of our nurses just started an IV on a patient and when they pulled back, the safety mechanism did not activate, totally exposing the needle and putting staff and patient at risk of needle stick injury. One other nurse commented that it has happened to her twice and she is aware that this failure of the safety mechanism has occurred for other staff recently.

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, it was observed that the safety mechanism was observed to not be fully activated and there was blood at the needle hub flashback chamber. DHR was performed. A similar quality notification was raised in the past 12 months for this defect. The root cause was a loosened screw caused misalignment during cannula insertion to the hub process and resulted in a dent on the cannula. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd cathena¿ safety IV catheters' safety mechanisms failed to activate during use. The following information was provided by the initial reporter: one of our nurses just started an IV on a patient and when they pulled back, the safety mechanism did not activate, totally exposing the needle and putting staff and patient at risk of needle stick injury. One other nurse commented that it has happened to her twice and she is aware that this failure of the safety mechanism has occurred for other staff recently.